Manufacturer narrative:
On 12/18/2019, device evaluation was completed. Device evaluation summary: upon visual inspection of the pictures, the implant was observed with no apparent damage. The photos do not provide enough evidence to determine any visible failure. Hands on analysis should provide the evidence necessary to confirm any failure. An investigation of evidence provided was performed, and mentor could not uncover any device failure that could be connected to the reported medical symptoms. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture; baker grade iii, and rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent revision breast augmentation with unknown gel implants on both sides and was presented with bilateral capsular contracture (baker grade iii on the right side and unknown baker grade on the left side). Right side implant rupture was discovered during bilateral explantation and replacement with catalog number shpx755; serial number (B)(4) on the left side and with catalog number shpx755; serial number (B)(4) on the right side on (B)(6) 2019. This report is for the patient¿s right-sided device.